Manufacturer narrative:
This device is not available for return at this time as it is still implanted. No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient's electrode dislodged approximately a week after implant . A revision procedure was required to reposition it. No additional adverse patient effects were reported.